Event description:
Adverse event(s): "there was a 40-50 minute delay". Product problem(s): "system message displayed during I/a" (device displays error message). The surgeon reported a system message displayed during I/a. The surgeon was unable to clear the system message. The system was switched out to complete the case. There was a 40-50 minute delay. No pt injury was reported.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).